Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy procedure, the device clamp activation trigger started to lock constantly after the blade had activated; it did not return to its initial position. There was no patient injury.